Manufacturer narrative:
H3: one device was returned for analysis. The event history was reviewed, and functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found that the upstream occlusion (uso) seal and downstream occlusion (dso) seal were both separating from the chassis. This indicated a reportable malfunction based on the uso seal and dso seal. The dso and uso seals were replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period. Nothing relevant to the complaint was found in the event history.

Event description:
It was reported that the air detector sensor was loose and the lens is scratched. There was no patient involvement. Evaluation of the returned device found the upstream occlusion and downstream occlusion seals were separating from the chassis.